Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. It was reported that the patient was emanating a clear fluid from his umbilical approximately 6 years post implant of a mesh to treat an umbilical hernia. The contract reported that the fluid was not associated with an open would or infection, and that the patient has not has not sought treatment. The patient was advised to seek medical treatment, as the body can produce excessive cs fluid for any number of reasons and not necessarily due to an underlying condition associated with the implant that was used to treat the umbilical hernia 6-years ago. No lot number has been provided; therefore no DHR review and related manufacturing process reviews could be performed. At this time with the limited information, no conclusion can be made as to if the device caused or is contributing to the patient¿s fluid discharge, should additional information be obtained this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
Contact reported that on (B)(6) 2011 the patient was implanted with a ventralex patch to treat an umbilical hernia. The contact reports that recently (2-3) months clear fluid is emanating from bellybutton (not an open wound). The patient has no other symptoms and has not sought treatment. Contact asked if this could be due to the implant used. Contact is a veterinarian and states the patient does not have an infection and has been covering the area with bandage to prevent contact with shirt.